Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found multiple hardware malfunctions. The fse found a bent reagent probe, a bent mix bar, and worn roller pump tubing. The fse replaced the reagent probe, the l-shaped mix bar and the roller pump tubing to resolve the issue. Following the repairs, the fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries including sodium, potassium, chloride and other unspecified chemistries on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.